Event description:
It was reported that before initial implant, the helix of the right ventricular (rv) lead was exercised and the function was not very good. However, the lead was implanted. The lead became dislodged as the helix spontaneously extended. The rv lead was not used, and a different lead was implanted during the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).